Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: mid uterine cavity"), pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included post-traumatic stress disorder and fractured coccyx. Concomitant products included buspirone, lamotrigine, lithium, omeprazole, paracetamol (acetaminophen) and topiramate. On (B)(6) 2007, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), hormone level abnormal ("hormone imbalance"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches"), ovarian cyst ("ovarian cysts") and back pain ("back pain"). The patient was treated with surgery (total abdominal hysterectomy,(B)(6) 2011 right salpingoopherectomy,(B)(6) 2016 left salpingoopherectomy).essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, vulvovaginal pain, abdominal pain lower, hormone level abnormal, vaginal haemorrhage, menorrhagia and headache outcome was unknown, the pelvic pain, genital haemorrhage, abdominal pain, migraine and back pain was resolving and the ovarian cyst had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, device expulsion, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, ovarian cyst, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: date(s) of removal: (B)(6) 2011, (B)(6) 2016. Most recent follow-up information incorporated above includes: on 23-jul-2018: pfs and medical record received: medically confirmed case,reporter information, patient details, product information, concomitant drugs, events hormone imbalance, abnormal bleeding (vaginal), menorrhagia, migraines, headaches, migration of essure device location of device: mid uterine cavity, ovarian cysts, back pain were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: mid uterine cavity"), pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify : no". The patient's concurrent conditions included post-traumatic stress disorder and fractured coccyx. Concomitant products included buspirone, lamotrigine, lithium, omeprazole, paracetamol (acetaminophen) and topiramate. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In 2011, the patient experienced ovarian cyst ("ovarian cysts"). On (B)(6) 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), migraine ("migraines"), headache ("headaches") and back pain ("back pain") and was found to have hormone level abnormal ("hormone imbalance"). The patient was treated with surgery (total abdominal hysterectomy, (B)(6) 2011 right salpingoophorectomy, (B)(6) 2016 left salpingoophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, vulvovaginal pain, abdominal pain lower, hormone level abnormal, vaginal haemorrhage, menorrhagia and headache outcome was unknown, the pelvic pain, genital haemorrhage, abdominal pain, migraine and back pain was resolving and the ovarian cyst had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, device expulsion, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, ovarian cyst, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: date(s) of removal: (B)(6) 2011, (B)(6) 2016. Most recent follow-up information incorporated above includes: on 2-apr-2019: pfs received. Onset date of event were added. Event : essure confirmation test(s) conducted, specify : no were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery ((B)(6) 2011, forced to undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.